Event description:
It was reported the disposable distal attachment's cap fell off into the patient during colonoscopy examination procedure. The cap was retrieved without further incident. The procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.